Event description:
A pt had undergone an overdose following a refill on (B)(6) 2010. The pt had a respiration rate of "4", and decreased mental status. The pt was in pediatric ICU. At the time of the event, the physician was uncertain of the extent/amount of the overdosed medication. A pt programmer was not immediately available to retrieve a print out from the pump. A company rep had interrogated the pump at the hospital. Baclofen (500 mcg/ml at 2000 mcg/day) was administered via the pump. It was noted that the pt's dose was increased 15% at the time of the refill. The pt's dose was decreased to 185 mcg/day (20% reduction) following the event. The pt was noted to have been doing better after the pump's dose rate was reduced. The pt's full outcome was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).